Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i2000sr processing module for one sample. (Customer¿s normal reference range - <= 0.04 ng/ml, critical value - >= 0.10 ng/ml).sid (B)(6) original result was 0.11 ng/ml (critical) (isr63388). Repeated on 2nd analyzer twice (isr63385): 0.05 ng/ml, 0.06 ng/ml. Repeated on original analyzer five more times (isr63388): 0.04 ng/ml, 0.04 ng/ml, 0.04 ng/ml, 0.05 ng/ml, 0.05 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search for lot 98913un23 identified an increase in complaint activity related to the falsely elevated patient results; however, no trends were identified. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of architect stat troponin-I reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 98913un23 was identified. All available patient information was included. Additional patient details are not available.corrected information in section d4- expiration date

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i2000sr processing module for one sample. (Customer¿s normal reference range - <= 0.04 ng/ml, critical value - >= 0.10 ng/ml) sid (B)(6)original result was 0.11 ng/ml (critical) ((B)(6)) repeated on 2nd analyzer twice ((B)(6)): 0.05 ng/ml, 0.06 ng/ml repeated on original analyzer five more times ((B)(6)): 0.04 ng/ml, 0.04 ng/ml, 0.04 ng/ml, 0.05 ng/ml, 0.05 ng/ml no impact to patient management was reported.